Event description:
It was reported that during a total proctocolectomy, the device could not be fired although the trigger was pulled. The device was opened/closed, and the battery was reinserted but the issue did not improve. The tissue compression scale backlight was illuminated. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The anvil was not replaced. The procedure was not converted.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.